Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was obtained only at certain spacing. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration shorting across an electrical component. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced intermittencies with device use. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device revision surgery has been scheduled.